Event description:
The customer reported that this central nurse's station (cns) was sent to nihon kohden repair center on b)(6) 2022 because it was losing arrhythmia data for a single bedside (RMA (B)(4)), but that they just found out that before the device was taken out of service, the patient connected to the said bedside expired. The patient death occurred on (B)(6) 2022, and their biomedical engineer (bme) was unaware of this event until (B)(6) 2022 which is when they notified nihon kohden technical support. The cns could not be repaired at the time that it was sent in and the customer refused an exchanged device. No further details were provided about the event at hand. The customer has still not submitted device logs or the adverse event forms as requested.

Manufacturer narrative:
The customer reported that this central nurse's station (cns) was sent to nihon kohden repair center back on (B)(6) 2022 because it was losing arrhythmia data for a single bedside (RMA (B)(4)), but that they just found out that before the device was taken out of service, the patient connected to the said bedside expired. The patient death occurred on (B)(6) 2022, and their biomedical engineer (bme) was unaware of this event until (B)(6) 2022, which is when they notified nihon kohden technical support. The cns could not be repaired at the time that it was sent in and the customer refused an exchanged device. No further details were provided about the event at hand. The customer has still not submitted device logs or the adverse event forms as requested. The following fields are not applicable (na) to this report: lot # & expiration date. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. Attempt #1 (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information. No reply was received. Attempt #2 (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information. No reply was received. Attempt #3 (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information. No reply was received. Additional device information: concomitant medical products: medical device: the following device was used in conjunction with the cns: bsm: model #: mu-671ra serial #: (B)(4). Manufacturer date: (B)(6) 2014. Unique identifier (UDI) #: (B)(4).